Event description:
The spouse called to report that the customer was hospitalized for high blood sugar levels. It was indicated that the pump's settings were accurate and it passed leadscrew test. At the time of the call, the spouse was in a hurry and did not want to troubleshoot.